Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button sticks in response to touch. Customer declined follow up with tandem technical support; therefore, no additional information was available. There was no reported adverse impact.